Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, battery testing and a review of the alarm log were performed. The damaged clamp rubber was identified during visual inspection. The cause of the condition could not be determined. To correct the condition, the clamp rubber was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented damaged clamp rubber. No additional information is available.